Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 29) with multiple cartridges during the load process. Additionally, it was reported that the customer received an auto off alarm. Reportedly, the customer was asleep and had not interacting with the pump. Tandem technical support educated the customer on the auto-off safety feature and recommended customer consult with health care provider prior to modifying the setting; customer acknowledged. Customer's blood glucose was 497 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
(B)(4).